Event description:
The customer reported that there were missing screws that were found inside the detector.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Eval of the returned unit confirmed the loose screws inside the panel. The panel was repaired for the loose screw issue. The sensor cable and side covers were also replaced. The panel was calibrated and self tests were performed. MFR cross reference number: (B)(4).